Event description:
It was reported that pronto readings of sphb appear to be too high. It was reported that the pronto reading was 14.1. Cbc taken from pt's arm was 9.7, taken about half an hour after the pronto reading. Another pronto reading for the pt was 14.6, 14.4 and 13.6. Hemaque taken within a couple of minutes reading was: 11.4. Customer states they followed all protocol. No consequence or impact to pt.

Manufacturer narrative:
Attempts for been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The initial follow-up# was 002. However, the correct follow-up# should be 001.